Event description:
Leaking valve on main body. The valve was leaking when it was flushed at the start of the procedure and when introducer was removed to add the limb, valve didn't close at all. Sheath was replaced to complete procedure. Add'l info received (B)(4) 2011: the pt was prepared for the evar procedure - sheath, wires, catheters in place. Main body opened and prepared as per IFU. During the preparation and flushing of the device, it was noted that the valve appeared to be a bit leaky even while closed. As valves often leak a little during this initial stage, the procedure continued. The main body was inserted over a lunderquist wire as per IFU and deployed (the valve did not appear too leaky at this stage). The contralateral limb was implanted. The main body was then fully deployed on the ipsilateral side. When main body introducer was removed in order to put in ipsilateral limb, the valve did not seem to close at all and there was a full flow of blood coming out through the valve. A thumb was placed over the valve hole to stem the flow and a 20 fr sheath was prepared. Main body sheath was removed and replaced to stem the flow of blood. The procedure was completed successfully. No x-rays or scans will be provided to assist with this investigation. The main body stent was deployed per IFU and remains in the pt as part of the completed evar. The pt required a blood transfusion due to the loss of blood from the valve that was not working.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.